Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. The device showed seven months of remaining longevity. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) discussed that there was abnormally high-power consumption by the device over the past year. Also, impedance issues (noise) with the right ventricular (rv) lead were noted and ts suggested replacing both the device an rv lead as the lead could be damaged/corroded from the high device output. This crt-d and rv lead (non-boston scientific product) were immediately replaced on (B)(6) 2026, and the crt-d is expected to be returned for analysis.